Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling a sensation in left arm and said it lasted about 20 minutes and occurred about the same time every day for 3-4 days. Patient also reported hearing a beep while sleeping. Patient further reported having the device tested and the md found 8 or 9 abnormalities. The device remains in use. No patient complications have been reported as a result of this event.